Manufacturer narrative:
This report is submitted on february 16, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to poor performance with the device. The patient was re-implanted with another cochlear device during the same surgery.